Event description:
On (B)(6) 2012, propaten graft was implanted in a fem-pop iii procedure. On (B)(6) 2012, revision was done for early bypass closure. The distal anastomosis was revised, three rings were removed and an end to side anastomosis was done.

Manufacturer narrative:
Result - review of device mfg record history confirmed device met pre-release specs. The returned specimen as approx 39cm in length and contained brownish stains. One end of the specimen contained blue sutures in two locations. A clamp mark could be seen between the first and second ring. The other end of the specimen appeared to have been cut diagonally. Clamp marks could be seen. The specimen appeared to have been cut in a 't' shape. The horizontal line of the 't' was approx 1/2cm in length. The vertical line of the 't' was approx 1cm in length. When the disrupted graft wall section was realigned, there was a circular gap at the 't' intersection. The examination found no anomalies attributable to the MFR of the device.